Event description:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by anika or its employees that the report constitutes an admission that the device, anika, or its employees caused or contributed to a potential patient event documented on this report. On 23may2024 it was reported to anika that a patient of unknown age and demographics experienced pain, stiffness, and ambulation difficulty after receiving a monovisc injection. The patient was instructed by the patient's clinic report to the emergency room for a possible blood clot. There was no reported malfunction or appearance issue with the device or packaging. There was no indication that the patient's clinic determined a temporal association between the use of the device or the patient experience. The lot number was not reported. The clinic name and medical records was not provided. Patient comorbidities is unknown. The current status of the patient is unknown. This case was reported to health canada under report number #(B)(4). Additional information was not provided when solicited.

Manufacturer narrative:
The reported event is not confirmed. Additional information was not provided when solicited. A review of the batch record was not performed, the lot number was not provided. Emergency room discharge summary was not provided. A review of the stability study report was performed and the conslusion is the product has met all required specifications and tolerances. A three year retrospective review of retention inventory inspection reports was performed. There was no nonconformances documented in the report. A three year retrospective review of all nonconformances was performed for this product. There was no nonconformances related to the reported event. A supplemental report will be submitted upon receipt of new and relevant information.